Event description:
It was reported that the pt has had a change in seizure pattern ever since being implanted with vns. There is not an increase in overall number of seizures, but the pt is having more grand mal seizures than before vns. Per the reporter, prior to vns the pt had grand mal seizures very rarely and only when he was sick. After being implanted, the frequency of grand mal increased so that the pt now has one approximately every 7-10 days. Attempts for further info have been unsuccessful to date.